Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the enhanced half height cubie drawer main failed to detect drawers and cubies. A field service engineer replaced the rear controller and 622 board on 5-2, reconfigured the drawer, and ensured all cubies and drawers were detected properly. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system was not detecting devices on all cubies in main drawer 5.1-5.2 and the user was unable to pull the meds. User stated that there was a duplicate station in the area so patient care not affected. There were no adverse events or injuries reported based on this incident.